Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high", although a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. During a systems check the blockage was found within the cartridge, a cartridge change was performed. However, the customer reverted to manual dose injection for insulin therapy.